Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an achilles repair procedure in 2018 and suture was used. It was reported that during the procedure, the suture broke. There were no adverse patient consequences.